Manufacturer narrative:
Catalog #, expiration date, unique identifier (di)#,(B)(4). If implanted, give date: added data in these fields. Correct manufacturer registration number is (B)(4). Device manufacture date: added date. Device code 1: corrected code. Method code 1: corrected code. Code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Manufacturer narrative:
Unique identifier: added information. Additional device involved: gore® excluder® contralateral leg component plc231200 code 213 - the review of the manufacturing records verified that the lot# 11425511 additionally involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for bilateral aneurysms of the right and left common iliac arteries and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, computed tomography angiography (cta) imaging showed an aneurysm diameter of 36 mm for the right common iliac artery. On (B)(6) 2015, and on (B)(6) 2016, ultrasound examinations identified aneurysm diameters of 31 mm and 32 mm, respectively, for the right common iliac artery. With an onset date of (B)(6) 2018, aneurysm growth of the right common iliac artery was reported. On (B)(6) 2018, cta imaging revealed an aneurysm diameter of 46 mm for the right common iliac artery. On (B)(6) 2018, an additional stent graft was implanted.